Manufacturer narrative:
Information added/updated to section b4, b5, d4 (model number, lot number, expiration date and primary unique device identification (UDI) number), d6 (implanted date), g3, g6, h2, h4 and h6 (component code, type of investigation, investigation findings, and investigations conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for difficult/unable to insert device into transseptal puncture location was unable to be confirmed based on the findings of the imaging evaluation. Cardiac wall damage or perforation are known potential adverse events for teer procedures. Certain procedural factors such as excess manipulation or improper bailout could lead to unwanted damage to anatomy. Per the imaging evaluation an asd was already present prior to the procedure. With the images provided, it was not able to be determined if the pre-existing asd was used to cross the guide sheath (gs) into the ra or if a new puncture was performed. It is unknown if the potential crossing of the gs could have contributed to the growth of the asd though it is unlikely as the asd was measured to be larger than the pascal guide sheath. The large asd as well as a series of pre-existing patient conditions likely contributed to the desaturation event. No manufacturing non-conformities were identified as no product was returned. Available information does not suggest a specific cause that may have contributed to the reported event.

Event description:
Through miclasp study, edwards received notification of a pascal precision ace device in mitral position. During the procedure, an iatrogenic atrial septal defect (iasd) led to desaturation. Consequently, the iasd was occluded during the intervention. Two pascal ace devices were implanted during the procedure: first device was implanted in an anterior-posterior (a2-p2) position with a 12-6 orientation, and the second device was implanted in an anterior-posterior (a3-p3) position with a 12-6 orientation. Final mitral regurgitation (mr) grade was trace.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2. Internal review of the provided imagery was completed. There were significant baseline anatomical patient related findings that could had contributed to oxygen desaturation: aneurysmal intra atrial septum with a large posterior atrial septal defect (asd) pre-existing before starting the tsp procedure with unknown shunt direction at baseline (no color or spectral doppler recorded). A patent foramen ovale (pfo) with significant right to left shunt by color doppler, severe tr and signs of right sided pressure overload with rv dysfunction. After the implant of two pascal ace devices, the asd was re-evaluated confirming a significant right to left shunt by color doppler and was subsequently closed with a percutaneous asd closure device. Pfo remains open with a smaller residual r to l shunt. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). The device was not returned for evaluation, as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through miclasp study, edwards received notification of a pascal precision ace procedure in mitral position. Intraprocedure the iatrogenic atrial septum defect (iasd) caused desaturation, therefore occlusion of iasd during intervention was performed.